Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection found no observations related to the customer complaint. Global received function testing resulted in no failure related to the customers complaint. A paring test was performed, the receiver passed the pairing test with no loss of signal. A review of the receiver data log found no issues related to the customers complaint. The customer complaint was not verified and could not be reproduced.